Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Please refer to file # (B)(4) from cad. (B)(4). Npi sn (B)(4) zack agosta had an error code 120.4510 on pcu8015 I recommended him to replace a new battery first and make sure he use a manufacture approved battery (because it was a third party battery on the pcu). If new battery did not resolve the issue, he will replace power supply board next.